Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) continuously displays user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on" was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the customer reported ua07 error was due to the patient not being correctly oriented on the autopulse platform, or the patient has shifted, which is likely attributed to an unintended user error. Upon visual inspection, no physical damage was observed. The archive data indicated several ua07 around the reported event date. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the functional testing with no error or fault. The customer reported that ua07 was not reproduced. The autopulse platform was further tested using the large resuscitation test fixture (lrtf) for 10 minutes, and the platform functioned as intended. In addition, a load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed all the final tests without fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4) continuously displays user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on. No patient involvement.